Manufacturer narrative:
Per the clinic, the patient experienced a decline in performance. Device analysis report attached.

Event description:
Per the clinic, the patient experienced non-auditory stimulation during mapping of the high frequency electrodes and migration of the electrode array (specific date not reported). There was no receiver/stimulator migration observed, and no history of impact to the implant site was reported. Due to non-auditory stimulation, 2 electrodes were turned off, with 3 additional electrodes subsequently being deactivated, however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. During explantation, it was observed that a total of 10 to 11 electrodes were outside of the cochlea.